Manufacturer narrative:
Device return is not required. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.(B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a cgm (dex 012) issue. It was reported that the continuous glucose monitoring (cgm) readings were inaccurate as compared to the finger stick blood glucose (bg) values. The cgm was 157 mg/dl and the actual bg was 72mg/dl. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user reacting to incorrect continuous glucose monitoring data which may lead to bg excursions.